Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer reported blood glucose (bg) level was over 600 (mg/dl). A correction bolus was delivered to address bg level. It was unable to be determined if the battery issue contributed to the elevated bg level. The customer reported the pump battery depleted from 75% to 40% the following night. Reportedly, the customer will continue to use the pump as insulin therapy.